Event description:
It was reported that, during a procedure, the system would not do any runs or fluoroscopy. No patient harm or injury was alleged. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for treatment when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to expose. Review of the system log file showed x-ray generator related malfunction in the converter area. During troubleshooting, the fse found that both converters were defective. The fse replaced the converters and performed generator adjustments. After replacement of the converters, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and device problem codes were corrected.